Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, one photograph taken from the angiogram was reviewed. Thee photograph shows the final vessel structure after additional balloon inflation. Due to the poor quality of the photograph, it is not possible identify an incorrect stent placement, potential stent compression or elongation. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections during which a 100 percent control of the stent length is performed. Based on the conducted investigations, no manufacturing related root cause was determined.

Event description:
A pulsar-18 stent system was selected for treatment of a moderately calcified lesion (stenosis degree: 60 percent) in the moderately tortuous part of the mid sfa. After balloon dilation, the affected device was positioned and the stent was released. However, a serious forward jump occurred during release, which did not fully cover the lesion. After additional correspondence with the local staff, it was clarified that a balloon was used to expand the lesion. The patient was stable after the balloon inflation.